Manufacturer narrative:
Functional evaluation of the autopulse platform (B)(4) found no issue. The platform was tested using known good autopulse lithium ion batteries, and was able to power on and off without issue. The platform operated using a large resuscitation test fixture performing continuous compressions for 15 minutes without error and met all required specifications. Review of the archive data found no event on the reported event date of (B)(6) 2017. The reported event was unable to be confirmed through this evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
It was reported that the autopulse platform (B)(4) does not power on. According to the information, no audible prompt nor screen display was observed on the platform. The issue did not resolve even after the user tried several autopulse batteries in the platform. No patient was involved with this event. No further information was provided.